Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97702, serial# (B)(4), implanted: (B)(6) 2017 explanted: (B)(6) 2017, product type implantable neurostimulator.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient had a lead revision due to lead migration from a fall the patient experienced back in (B)(6) 2017. The migration had been confirmed with an x-ray. Prior to surgery today her ins was interrogated and read end-of-service (eos) was noticed. Lead impedance was normal and nothing was out of range. Ins replacement was done and the ins will be sent back in for analysis because of such fast depletion. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97702, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: implantable neurostimulator. Analysis determined that the implantable neurostimulator (ins), serial (B)(4), found output and telemetry were acceptable; however, the battery is near normal battery depletion. Additional review indicated (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.